Event description:
It was reported that the log file review noted a few unsustained power/flow elevations on 02sep2023, (B)(6) 2023, and (B)(6) 2023. The patient denied any symptoms and their laboratory values were being assess. The log files were originally sent in for analysis due to a small tear in the driveline. The driveline was taped in clinic and was to be monitored for worsening damage. Additional information was also provided that labs were baseline for the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photograph confirmed the reported event of driveline damage; however, a specific cause for the damage could not be conclusively established through this evaluation. The submitted photograph captured a portion of the patient¿s external driveline. Damage to the outer jacket was observed. No wires were exposed, and the damage appeared to be cosmetic in nature. The log file contained events from 31aug2023 through 24oct2023, per the time stamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. It was planned for the patient to follow up and notify the hospital with any alarms or worsening damage. The patient remains ongoing on heartmate ii left ventricular assist system (lvas) with no further issues reported at this time. The relevant sections of the device history records and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 5, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the lvad to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled ¿what not to do: driveline and cables¿. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook. Is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the submitted log file did not reveal any atypical pump power or flow elevations.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.